Manufacturer narrative:
The covidien service engineers evaluated the device, and verified the reported malfunction. The unit was powered on, and it passed power on self-test (post). It started to ventilate, and was allowed to run for several hours. The display did not turn black. The back cover was removed, and the backlight inverter cable was manipulated, resulting in the display intermittently turning black. The unit was disassembled, and it was observed that the inverter cable connector was not completely seated on the display printed circuit board (pcb). The connector was reseated, and the display cable was manipulated again, and it remained steady. No components were replaced. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Manufacturer narrative:
The ventilator was received for evaluation and repair; however, it has not yet begun. (B)(4).

Event description:
It was reported by a customer in the USA that during boot up testing, the ht70 ventilator graphic user interface (gui) screen turned black and kept on turning black intermittently. The customer was eventually able to shut the unit down after various attempts. There was no pt involvement.